Event description:
An allergist reported one of her patients is having a reaction to cidex opa. The patient had a total of three allergic incidents which included severe hives, facial rash, and swelling of the penis and face. During the latest incident, the patient also had severe itching, passed out and fell while getting up to use the bathroom. The allergist reported that with each incident, the patient was taken to the emergency room, treated, and was fine the next day. It was determined that the patient's potential diagnosis is anaphylaxis. The allergist is considering allergy testing for the patient. The patient has bladder cancer and is undergoing repeated cystoscopy every six months. The physician was informed that cidex opa is contraindicated for use in patients with a history of bladder cancer undergoing repeated cystoscopy.

Manufacturer narrative:
(B) (4)- no code available: severe hives, facial, penis, allergic. The cidex IFU warns that: may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. Direct contact with skin may cause temporary staining. Repeated contact with skin may cause skin sensitization. Seek medical attention if skin contact happens. In case of skin contact, immediately wash with water. The cidex IFU states: always follow the directions for use rinsing instructions exactly or residues of cidex opa solution may remain on the device. Failure to follow rinsing instructions exactly has resulted in reports of chemical burns, irritation, and staining. Cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances, cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies.

Event description:
An attempt was made to deploy a 2.25mm diameter x 18mm length integrity rapid exchange (rx) coronary stent in to a pt. The target lesion, located in the left main to circumflex exhibited 99% stenosis. Prior to this, another integrity rx stent was successfully deployed to target lesion. The physician attempted to place the relevant stent through the previously deployed integrity stent; however when the physician pulled the device back the stent dislodged in the vessel. The physician inserted another integrity stent and crushed the dislodged stent into the circumflex artery wall. The procedure was completed and the pt was transferred to intensive care unit. It was reported that the pt died the next day. The physician commented that the death was not related to the stent dislodgement. The physician also confirmed that the pt presented to cath lab in severe condition and although survived the procedure, had to be defibrillated more than 20 times. (MFR tempt # 2953200-2010-02095, 2953200-2010-02096).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, system hazard use misuse analysis, health hazard analysis and CAPA. The DHR (device history review) for cidex opa was unable to be reviewed as the lot number was not provided. Trending analysis for hrp-anaphylactic reaction issues associated to the cidex opa product line (december 2009 thru november 2010) was retrieved. The overall trend has been below the upper control limit. A review of the complaint history over the past 12 months for cidex opa solution with the problem code "hrp-anaphylactic reaction" revealed a total of two (4) complaints of this nature. The fmea (failure mode effects analysis) score indicates a score above 100. The shuma (system hazard use misuse analysis) adjusted risk was considered "as low as reasonably practicable" (alarp). The hhe (health hazard evaluation) was performed with a recommendation to open a CAPA. The CAPA was raised to thoroughly investigate complaints of patient allergic reaction associated with the use of instruments disinfected in cidex opa solution. There was no product returned for investigation of the report of anaphylactic reaction. The scope involved was manually reprocessed. The facility provided their cleaning and rinsing procedure, and stated they have a current copy of the instructions for use (IFU) and material safety data sheet (msds) for cidex® opa. The facility is also working with their medical director on an action plan to handle future bladder cancer patients and equipment reprocessing pertaining to these patients. The asp clinical consultant informed the customer that cidex opa labeling includes contraindication for use of cidex opa on bladder cancer patients. The customer was provided with the website www.aspjj.com and path to obtain the material safety data sheet (msds) for cidex solutions in order to obtain the ingredients. Customer letters and instructions for use for cidex opa were sent to the facility. The customer was informed of the recommended three rinse after soaking the instrument in the cidex opa solution and was directed to the location of the rinse information on the cidex opa instructions for use. Information for cidex solutions regarding soak time and temperature requirements for the cidex® activated dialdehyde and the cidexplus solution were also provided to the customer as requested. The IFU states in part . . .anaphylactic reactions (anaphylaxis) are severe and potentially life-threatening allergic reactions. In rare instances cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients.

Manufacturer narrative:
Correction: changed event type to adverse event device.